Manufacturer narrative:
E1. Initial reporter address 1-(B)(6). Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There was blood and contrast in the shaft of the device. The collar weld plate was separated. There were no further damages or irregularities. Photo media depicted the device with a separation to the collar shaft area confirming the reported event. Product packaging to the reported batch was also present.

Event description:
It was reported that a device fracture occurred. The target lesion was in the left anterior descending artery. A guidezilla ii, 6f catheter-guide extension was selected for use. During unpacking, the device was found detached where the wire and the catheter connect, so it was immediately put back in the package and not used. The procedure was completed with a different device. No complications reported and the patient was stable.

Manufacturer narrative:
This complaint is being reopened to file a supplemental emdr correcting the model number and unique identifier (UDI) # in response to an FDA request. E1. Initial reporter address 1-(B)(6). Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There was blood and contrast in the shaft of the device. The collar weld plate was separated. There were no further damages or irregularities. Photo media depicted the device with a separation to the collar shaft area confirming the reported event. Product packaging to the reported batch was also present.

Event description:
It was reported that a device fracture occurred. The target lesion was in the left anterior descending artery. A guidezilla ii, 6f catheter-guide extension was selected for use. During unpacking, the device was found detached where the wire and the catheter connect, so it was immediately put back in the package and not used. The procedure was completed with a different device. No complications reported and the patient was stable.

Manufacturer narrative:
E1. Initial reporter address 1-linhe district, no. 35, xinhua east street.

Event description:
It was reported that a device fracture occurred. The target lesion was in the left anterior descending artery. A guidezilla ii, 6f catheter-guide extension was selected for use. During unpacking, the device was found detached where the wire and the catheter connect, so it was immediately put back in the package and not used. The procedure was completed with a different device. No complications reported and the patient was stable.